Event description:
During baxter's functionality testing, it was found that a spectrum pump was constantly alarming upstream occlusion. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "constant upstream occlusion" alarm was confirmed and reproduced during eval. This was caused by a failed upstream sensor with fluid numbers out of specification. The failed upstream sensor and upstream pusher were replaced.